Event description:
My name is (B)(6). On (B)(6) 2018, I went all the way to (B)(6) to meet dr (B)(6) (who also practices in (B)(6)) and find out if he could improve the vision in my right eye (which was damaged by a previous lasik procedure 8 yrs ago in the united states) with topography-guided lasik using the contoura vision system. I spent 4 hrs at his office doing scans and when I finally met with him he told me that he thought there was a 90 to 95 percent chance that he could improve the vision in my right eye by 80 to 90 percent. He told me there was a zero percent chance that it could get any worse. Well he made the vision in my right eye about 80 to 90 percent worse. It's blurry during the day and absolutely horrendous at night. Here are simulations I created in photoshop of what I see now: (B)(6). Before the procedure I had slight hyperopia (only +0.25) in my right eye but was (and still am) struggling with a rare eye disease called monocular polyopia (one eye, many focal points) which causes me to see worse than triple vision due to an irregular astigmatism. After the procedure for the entire first week I knew something was wrong because everything far away was blurry and the monocular polyopia was even more pronounced. He told me before the procedure that I would be "slightly myopic" for a "few days" after the surgery and that it would be "temporary." Well it is now 3 and a half months later and my right eye is currently extremely myopic, -1.25. I know this because that is roughly what 5 different autorefractors have said my current prescription is, what every optometrist I've seen has concluded it is after performing a manual test and because this is what feels best when I wear both glasses and contacts. Here are three autorefractor results which show that this is my current prescription: (B)(6). I found out later on that after all the tests his optometrists concluded that my right eye was +1.25 without dilation and +1.75 with dilation. I thought that doesn't make sense because my vision would have been blurry at short distances when it was not. So I contacted my previous lasik surgeon (dr (B)(6)) and asked what my last prescription was that they recorded for my right eye. He said it was +0.25-0+0.75x120 3 yrs ago. I then contacted the surgeon at (B)(6) and asked what my last prescription was that they recorded for my right eye. She said it was +0.25 with some astigmatism about 10 months ago. So why the discrepancy. I think dr (B)(6) used inaccurate measurements to design the ablation zone which resulted in a bad outcome. It makes sense that my prescription would end up being -1.25 if he thought it was +1.25 before the procedure when it was actually +0.25. Big mistake. When I presented this info to him via email he ignored it for 10 days. So I contacted his assistant, (B)(4), who glossed right over everything I said and just parroted the same (profanity) line she fed me in previous emails - that my cornea looks more "regular", "normalized" and "homogeneous" now. She completely ignored the simulations in created in photoshop, the autorefractor results, the manual vision test results, my pre-op prescription and my personal report about how much I've been suffering because of this. She glossed right over all of it. This in itself is a form of medical malpractice - negligence. If you read through the email exchange I have linked to below you will see that she ignored more than a dozen very important questions which were/are vital to my recovery in multiple emails. Dr (B)(6) did the same. To read my full report of my experience with dr (B)(6), visit the following url: (B)(6).